Event description:
The reporter stated the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens in 2007. The lens was explanted a week later, due to excessive vaulting. Subsequently, the pt experienced narrowing of the angle and shallowing of the anterior chamber. An iridectomy was performed. The lens was exchanged for a shorter lens.

Manufacturer narrative:
(Iridectomy).